Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: p1501dr implantable pulse generator, (B)(6) 2006; at501 competitor implantable pulse generator, (B)(6) 2000; 5024m implantable pacing lead, (B)(6) 1994; 5068-58 implantable pacing lead, (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that, during follow-up, the right ventricular (rv) lead demonstrated noise with episodes of non-sustained ventricular tachycardia (nsvt). Short v-v intervals were also noted and there was oversensing during provocative manoeuvers. Oversensing was again observed at the next follow-up visit. The rv lead was replaced. It was also reported that the patient was symptomatic due to pauses. The right atrial (ra) lead showed oversensing and had noise as a result of electromagnetic interference (emi) with the patient¿s use of a lathe machine. The patient was advised to stop using the lathe machine. The ra lead was, subsequently, replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.